Event description:
The technician alleged that the left foot brake caster did not hold when the brakes were engaged. No injury reported.

Manufacturer narrative:
The technician found that the left cam pivot was cranked causing the left foot brake caster not to engage in the brake mode. The technician replaced the cam pivot and adjusted the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.